Manufacturer narrative:
The device was evaluated by the reporting facility's biomedical dept. The bipap vision was found to be working properly and no defects were found.

Event description:
The MFR rec'd info alleging a bipap vision had no pressure while in use. The pt was in respiratory distress and their blood oxygen level decreased. The pt was placed on another device w/o incident.